Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had critical pump error alarm. The customer¿s blood glucose was 10 mmol/l. Advised the customer to discontinue use of the pump and revert to a back-up plan per hcp¿s instruction. The device will be returned for the analysis.

Manufacturer narrative:
Device received with critical pump error (open book image) due to severe corrosion on electronic board stack. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump errors. Corroded force sensor assembly and moisture damage on motor assembly.